Event description:
It was noted that the coil protruded a few centimeters from the tip of the catheter upon removal. The target lesion was located in the moderately tortuous internal iliac artery. A 22mm x 60cm interlock coil was selected for use. During the procedure, the coil could be no longer advance in the middle part into the catheter and was then removed together from the patient's body. Upon removal, it was found that the coil protruded a few centimeters from the tip of the catheter. The procedure was completed with another of same device. No patient complications were reported.